Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported keeps alarming downstream occlusion which was reproduced during 5 minutes flow testing at 400 ml/hr. A review of the event history log identified multiple downstream occlusion messages. The reported condition was verified. The cause was determined to due to an out of adjustment downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keeps alarming downstream occlusion. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.